Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 2005010. D.4. Medical device expiration date: 10/31/2022. H.4. Device manufacture date: 5/18/2020. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/24/2021. H.6. Investigation: one sample and multiple photos were provided to our quality team for investigation. Upon inspecting the product using magnification, black stains were found embedded on the safety sleeve of the sample. A device history review was performed for the reported lot 2005010, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue while we could not identify a direct issue, it was determined the material likely accumulated in the injection machine during the molding process and became embedded in the product as seen in the sample returned.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j had "black stains" on it. The following information was provided by the initial reporter, translated from japanese to english: "the customer reported about black stains found onto the injector."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35j had "black stains" on it. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer reported about black stains found onto the injector."